Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms and pi events. According to the account, the low flow events were due to cardiac arrhythmia, and the pi events were due to hypertension, hypovolemia, and cardiac arrhythmia. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this investigation. The submitted controller event log file captured 5 low flow hazard alarms along with intermittent low flow events throughout the course of the log file. Numerous pi events were captured throughout the log file. No other atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. Additional information communicated on (B)(6) 2021 stating that the cause of the low flow alarms was identified to be cardiac arrhythmia and the alarms resolved post cardioversion. In addition, the patient was treated with amiodarone. Hypertension, dehydration, and arrhythmia were determined to be the case of the pi events, and the patient remains on an oral regimen. The patient is being treated as an outpatient and was last seen in clinic on (B)(6) 2021. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook are currently available. Section of the IFU, ¿introduction¿, lists hypertension and cardiac arrhythmia as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section of the IFU addresses all pump parameters, including pump flow. Section, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section lists cardiac arrhythmia as a potential post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section of the IFU, "alarms and troubleshooting", and section of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient present to the clinic on (B)(6) 2021 with low flow alarms since (B)(6) 2021. A review of the log file revealed multiple low flow events throughout the morning of (B)(6) 2021. These occurred at times when the pulsatility index (pi) was elevated. There were also several pi events noted throughout the event history. The low flow alarms were attributed to arrhythmia, and they resolved after cardioversion was done. Amiodarone was also given to treat the event. The patient also experienced hypertension and dehydration, which were the cause of the pi events. The patient remained on an oral medication regiment and was outpatient since last being seen in clinic on (B)(6) 2021.